Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the adapter jaw was broken due to improper handling. The device was replaced and sent to the customer on (B)(4) 2012. The complaint is indeterminate. Second lot number 7576272 the 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Placeholder.

Event description:
Device was returned for an unknown reason. During service the technician found the adapter jaw was broken. This is report 1 of 1 for #(B)(4).